Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer informed tac of the event that during setup (no patient was in the room), it was discovered cv-190 / (B)(6) could not pull up an image. Tac emailed the reporter contact this case #, the cv-190_instructionmanual.pdf referring him to review page 47 titled: connecting diagram in the attached cv-190 IFU. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image issue (could not pull up an image). The issue occurred during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac). The customer informed tac of the event and reported event was confirmed. End user realized light source cable was missing. Troubleshooting was able to resolve the reported allegation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.